Event description:
It was reported that during a new patient implant surgery, high impedance was observed on the patient's vns generator. The lead pin troubleshooting was performed. The end of the lead was cleaned with a piece of gauze and reinserted. The high impedance did not resolve and a new generator was implanted. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The suspect vns generator was received by the manufacturer and is pending product analysis. No additional relevant information has been received to date.

Manufacturer narrative:
Unique identifier #, corrected data: initial report inadvertently input "na" instead of "(B)(4)".

Manufacturer narrative:
Age at time of event, corrected data: follow-up report #2 inadvertently left out '(B)(6)'. Age unit, corrected data: follow-up report #2 inadvertently did not select 'year'. Date of birth, corrected data: follow-up report #2 inadvertently left out (B)(6) 1983'.

Event description:
Generator product analysis was completed. The allegation of high impedance due to a suspected generator issue was not duplicated in the product analysis, or pa, lab. The generator diagnostics were as expected for the programmed parameters and accurate resistance measurements were obtained with various electrical loads attached to the generator. No obstructions were observed in the connector blocks or generator header lead cavity. The returned set-screw bottom showed indentation marks, indicating that a lead pin or test resistor was secured by the set-screw at one point. The returned in-line resistor showed indentation marks the device performed according to functional specifications. There were no performance or other adverse conditions found with the generator. Review of the internal generator data revealed that the diagvinitialprechange value was 280 o, indicating a possible shorting condition during the attempted implant. The diagvinitialpostchange value measured 19,133 o, indicating an open, not connected, condition and the change occurred on the date of surgery.

Event description:
Clarification regarding the troubleshooting events was received. The physician saw high impedance while the generator was connected to the lead. The lead pin was visualized past the connector block, and two clicks were heard when securing the lead pin into the generator header. Generator diagnostics using the test resistor were also performed and showed high impedance. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).